Event description:
It was reported that this pacemaker and the remote monitoring system exhibited an alert which may indicate an issue with the device. No adverse patient effects were reported. The device remains in service.